Manufacturer narrative:
Based on the information provided, the root cause of this complaint is confirmed as the distal segment of the delivery pusher is stretched. The lead wires are intact with the device, however broken from the solder joint. The entire device length is complete. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of a sah ruptured pcomm aneurysm, the delivery pusher stretched and broke upon withdrawal after the coil was successfully deployed. This was identified as another coil was being advanced. The fractured segment was removed from the microcatheter proximal end. No portion of the pusher remained within the patient. No intervention was taken. No harm or injury was reported due to this incident.